Manufacturer narrative:
No conclusions can be made at this time. It was reported the patient experienced adhesions which are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with small ventral umbilical hernias and underwent laparoscopic mesh repair with implant of a bard/davol composix e/x mesh (#1). On (B)(6) 2007 - the patient presented with abdominal pain and was diagnosed with a right ovarian cyst with active bleeding. The patient underwent exploratory laparotomy and right oophorectomy. During this procedure it was noted that there were extensive adhesions of the omentum to the prior composix e/x mesh (mesh #1) beneath the umbilicus. The surgeon did not indicate taking any action regarding these adhesions to the mesh. On (B)(6) 2008 - the patient was diagnosed with a chronically incarcerated infraumbilical incisional hernia below the previous hernia repair. The patient underwent repair with implant of a bard composix kugel hernia patch (mesh #2). Per the op report details "a piece of mesh (#1) in the upper right aspect was identified which was freed somewhat to facilitate placement of the new mesh (mesh #2). Since it was well incorporated, it was left in situ and posterior to the new mesh (mesh #2)." On (B)(6) 2010 - the patient was diagnosed with a painful ventral hernia and underwent an open repair with implant of a bard/davol flat mesh (mesh #3). Of note the operative report details for this procedure did not mention any involvement or visualization with the previously two implanted mesh (mesh #1 & mesh #2). It was reported the patient experienced pain and omental adhesions.